Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported seeing a power on reset (por) message on their programmer, therapy has turned off and reset to shipping parameters. It was stated that the patient noticed the message when trying to turn on therapy after a cardioversion procedure. On (B)(6) 2016 the patient indicated that they were getting up in the middle of the night again since the implant is off, and that they sometime get poor communication that clears. There were no falls or trauma related to this event. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that their device was ¿out¿ following a shock treatment for their heart (afib). The patient stated that they had 2 procedures as the first one ¿didn¿t hold¿. The ins was turned back on on (B)(6) 2016 to program 3, ¿-2 0 7¿ at 1.7 amps. There were no further complications reported or anticipated.

Event description:
Additional information was received. It worked since they reset it. No further device issue alleged / identified. No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.